Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported power issue. The battery pins in the device were replaced as preventative maintenance. The reported logged code was unable to be duplicated or verified. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The electronic records of the device were downloaded and confirmed that an abnormal loss of power was experienced by the device. The cause of the reported issues could not be determined.

Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The customer also advised that their device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker was notified that the customer submitted a voluntary medwatch (medsun) form (reference uf/importer report # ((B)(4)). As a result, section e4 has been updated to ¿yes.¿ section b5 has been updated to reflect the additional information provided in the medwatch.

Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The customer also advised that their device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. This issue is patient related; however, there was no adverse patient outcome reported. Additional information provided by medwatch (medsun) form (reference uf/importer report # (B)(4)). "Paramedic responded to an elderly patient in cardiac arrest. The operator set the energy to 360j and pressed the charge button. While the lifepak was charging, it shut itself off and after 5-10 seconds turned itself back on. No shock was delivered, and the charge was dumped. The operator repeated their steps, and the issue occurred a second time. On the third attempt of charging the monitor, it functioned normally and delivered a shock. After the patient call, the operator powered off the lifepak and turned it back on, and then used the test block to deliver energy and found the issue did not repeat itself again. This issue resulted in a 20 to 30 second delay in patient care. Upon investigation, one of the device¿s batteries was found to be full and the other had a low charge (1-2 green bars). No other buttons were found to be inadvertently pressed that would have caused the unit to power off. The lifepak¿s code summary shows the device shut itself off and powered on its own and the lifepak did not create a new case/patient as expected if an operator had manually shut off the monitor and turned it back on...biomed¿s investigation concluded that the device most likely tried to use the low battery twice before switching to the use of the fully charged battery."